Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 and not (B)(6) 2025 as previously reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 and not (B)(6) 2025 as previously reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. To address the issue, the ipg was repositioned via surgical intervention on (B)(6) 2025. Therapy was restored post op.